Manufacturer narrative:
The internal complaint file #(B)(4) has been assigned to this incident for traceability. The wrap involved in this incident was not returned to belmont. It was determined that the criticool system was used on a patient with a gentherm maxitherm lite wrap despite the user manual containing the following "the belmont medical technologies wrap is proprietary to belmont medical technologies and this is the only wrap authorized to be used with the criticool® system. Use of any other wrap with the system may harm the patient." There was no report that the reported pressure sore required medical intervention to prevent a life-threatening condition or permanent impairment to the body. It was determined this incident was due to user error as a non-belmont wrap was utilized. This is now the third report of this kind from the same location. No other reports of this kind have been noted from any other location / user. The customer was made aware of statement in the manual "warning!!! The belmont medical technologies wrap is proprietary to belmont medical technologies and this is the only wrap authorized to be used with the criticool® system. Use of any other wrap with the system may harm the patient." After review, root cause of the reported issue was isolated to user error from off label use of the device. It was determined that a gentherm maxitherm lite wrap was utilized with the criticool. The user criticool user manual states the following:"warning!!! The belmont medical technologies wrap is proprietary to belmont medical technologies and this is the only wrap authorized to be used with the criticool® system. Use of any other wrap with the system may harm the patient." The criticool unit involved in the incident was tested and no issues were identified. In order to ensure that such incident is not repeated moving forwrad, the user facility confirmed that all remaining gentherm maxitherm lite wraps were discarded. We will continue to monitor this type of incident and take further corrective and preventive actions if required.

Event description:
The user facility reported that patient had pressure sore on left back / shoulder blade area from lying on cooling mattress. Contributing factors: patient post cardiac surgery + septic, profoundly hypotensive for 12-24h, high dose inotrope requirement, cardiovascularly unstable and unable to complete regular turns safely. Criticool was used with blanketrol iii.